Event description:
It was reported that a customer was found unresponsive and emergency services were called to assist. The customer went to the emergency room (ER) with a low blood glucose (bg) level, value was not provided. Further details were not provided or able to be obtained.